Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy as no pre-implant balloon aortic valvuloplasty (bav) was performed. Implant technique is often dependent on patient anatomy. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. Per the instructions for use (IFU), myocardial infarction is a potential procedural complication. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve when the valve was deployed less than 2/3, it pulled above the annulus, was repositioned down and deployed. Moderate to severe paravalvular leak (pvl) was measured by echocardiogram and angiogram. A second valve was deployed valve in valve with resultant mild pvl. Following the procedure, the patient experienced a myocardial infarction due to an occlusion of the right coronary artery by the valve. An angioplasty was attempted, however, the patient became hemodynamically unstable and an intra-aortic balloon pump (iabp) was inserted. The iabp was removed the next day and the patient was reported to be stable. No further adverse patient effects were reported. It was reported that no pre-implant balloon aortic valvuloplasty (bav) was performed.